Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image likely occurred due to the incorrect selection of input settings and pop display mode because the image was displayed on the full screen by selecting the correct input in device and releasing pop display in the troubleshooting by the customer. The device was not returned, as the problem was resolved by troubleshooting. Contents of the troubleshooting by customer: when the cable wiring was checked, the cable was connected to serial digital interface (sdi) out 2 and connected to the monitor. ·the correct input is selected, but a color bar is displayed on half of the screen. ·when pop was instructed to press, the images were displayed on a full screen on the monitor. ·since the problem was solved by the above troubleshoots, the present product was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the issue was resolved through troubleshooting. The customer was instructed on selecting the correct input on monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center is not producing any image on the monitor. The issue was found during preparation for use. There were no reports of patient harm.